Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in one piece. A malfunction based on analysis was found. Visual inspection of the lead found full breach insulation degradation adjacent to the connector boot. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.